Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, assisted by technical support, removed the cartridge, delivered a bolus, and successfully loaded a new cartridge following proper techniques, resolving the issue.